Event description:
Additional information received noting that the device was not poking out of the patient's skin and there was no extrusion. One end of the battery was simply more elevated (under the skin) then the other and he felt some irritation but it never poked out. It was noted that the patient had recently lost weight and the old pocket may have shifted slightly. I mentioned that I could flatten one more if he liked so we simply revised the pocket. It was an elective surgery.

Manufacturer narrative:
B2: outcomes attributed to adverse event, corrected data: initial report inadvertently did not select an option f10: health effect, clinical code: code e2402 utilized; appropriate term ¿migration¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event).

Event description:
It was reported that the patient underwent repositioning surgery as the generator was poking out of their skin. No other relevant information has been received to date.

Manufacturer narrative:
H3. Code 81 - device evaluation is not necessary because the reported event has been determined as not related to vns therapy. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.